Event description:
A customer reported that multiple phaco lances were blunt during surgeries. The procedures were completed with the lances but additional force had to be used in order to make the incision. There was no pt harm reported.

Manufacturer narrative:
The investigation is in progress. Samples have been received and in-house testing is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. (B)(4).